Manufacturer narrative:
The consumer contacted invacare alleging the tubing that connects the front casters bent causing her to fall. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. MFR did send a replacement out to the consumer and is attempting to obtain the device for inspection. No injury has been reported. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was walking down the sidewalk, when the middle bar that connects the two front casters to each other allegedly bent right above each wheel, causing the consumer to collapse with the rollator. A friend allegedly prevented the consumer from falling. No injury is alleged.